Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated, ¿the current adhesive is unbearable and awful to wear, leaving excessively itchy patches that do not heal for weeks, then leaves scarring¿. The sensor had been inserted into the abdomen at the time of the event. There was no documentation of medical intervention. This is being reported due to the report of scarring. No additional patient or event information is available.